Event description:
Information indicated the right head siderail would not latch. (B)(4).

Manufacturer narrative:
The siderail end tube was hit which damaged the rail. The siderail end tube was replaced which resolved the issue.